Manufacturer narrative:
Review of the DHR showed that there were no issues at manufacture that would contribute to this complaint condition.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During an intertrochanteric fracture procedure, the dhs hip cufflink screw broke off into the lag screw. It was not noticed until the end of the procedure, when the scrub tech was screwing in the compression screw and it would not go down. Surgeon used another dhs inserter to complete the procedure. Unknown if any broken fragments were left in the patient. The surgeon did take x-rays, no broken fragments were visible.